Event description:
The customer reported being hospitalized due to high blood glucose levels over 600 mg/dl. The customer experienced vomiting and nerve damage as well. The customer was unable to troubleshoot the insulin pump at the time of the call. The customer stated that he was no longer using it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.